Manufacturer narrative:
The wcd system was not recovered from the field. The reported service error code alert can be attributed to a system power-on self-test fault detected when a patient plugs and unplugs the therapy cable during system boot up. Will continue to monitor and trend service code issues for failure modes.

Event description:
Service error code was received on the customer support helpline queue. The service required event code indicates a wcd system issue that if it were to recur could result in the wcd failing to provide needed therapy.